Event description:
A caregiver (cg) contacted baxter's technical service center reporting a heater solution bag that was leaking during the fill1 on a home choice (hc). The cg stated he had disconnected the leaking bag and connected a new heater bag. The technical service representative (tsr) informed the cg that he could not disconnect bags and connect new bags in the middle of therapy, and that he would have to end the therapy, dispose of all current supplies, and reset up with all new supplies. The tsr walked the cg through ending the therapy so that he could setup with all new supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product issue is confirmed because it was reported during a leak issue in fill 1, customer swapped a heater bag only, which is a use error/poor aseptic technique. The assignable cause is undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.